Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensing and occasional decreases in the pacing impedance measurements to less than 200 ohms. There was also oversensing noted on the right atrial (ra) lead . Additionally, the rv pacing threshold measurements were noted high. Both ra and rv leads were surgically abandoned and replaced while the device was replaced due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The allegation was not confirmed.